Event description:
The customer reported that the ortho provue analyzer probe dripped fluid.

Manufacturer narrative:
The customer reported that the ortho provue analyzer probe dripped fluid. The incident occurred following system prime and prior to liquid level identification. The user observed the probe drip and aborted testing. An ocd field engineer (fe) arrived on site. Service has returned the analyzer to expected operation. No erroneous results were reported. No death or serious injury was reported as a result of this incident. The customer observed the probe drip and aborted testing, preventing erroneous results from being reported. Carry over and / or cross contamination was not reported as a result of this incident. If the alleged malfunction were to recur undetected, erroneous results could have been reported.